Event description:
It was reported that the pt banged her head against a door. From then on, the pt was no longer able to hear with her device. Testing was carried out on (B)(6) 2008, which showed all electrode channels with status 'hi' and the ground path impedance status being '--'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.